Manufacturer narrative:
Event device code is addressed in package insert. Product was not returned for investigation.

Event description:
Allegedly pt had to undergo a second surgical procedure to replace the insert. This was after a rather short period of time subsequent to its initial installation, per attorney.